Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized low readings and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 31 mg/dl during the hospital visit. The cause of the hospital visit was over treating for high readings. The customer treated for the high readings with a manual shot. The customer declined to troubleshoot for the pump.